Event description:
The clinician reports the implant was inserted 2020-07-06 in ada 13. (B)(6) on 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.